Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the right ventricular lead exhibiting loss of capture. It was determined that the issue was caused by lead dislodgement. The lead was successfully repositioned on (B)(6) 2021. The patient was in stable condition.